Event description:
Patient has reported left side intracapsular device rupture and silicone deposits in the lymph nodes." Devices status unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "intracapsular device rupture and silicone deposits in the lymph nodes".

Event description:
Device has been explanted.